Event description:
It was reported that the patient's left hip was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6721-0330, lot # 46350904, description: size 3 accolade ii 127 deg. Cat # 540-11-54f, lot # 46296501, description: trident psl ha solid back 54mm. Cat # 6570-0-736, lot # 48153101, description: delta v-40 ceramic head 36/+7,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Based on the insufficient information provided, the exact cause of the event could not be determined. A device history review for each lot involved in this event found that the devices were manufactured and accepted into final stock with no reported discrepancies. Additionally, the complaint history review found no other event has been reported for any of the lots involved including the sterile lots. Not available.